Manufacturer narrative:
(B)(4). The intraocular lens was received and inspected using illuminated 10x magnification. Results show an optic cut in 2 pieces with one distorted haptic, condition is consistent with an explanted lens. The condition of the lens received precluded optical testing. The lens met all specifications prior to release. In follow-up with the reporter it was learned the lens is not a suspect product. Initial lens implanted was the incorrect diopter for the patient. The lens was removed and replaced on the same day of surgery, incision was not enlarged. All information currently available is included in this report. A supplemental MDR will be filed as necessary if additional reportable information becomes available.

Event description:
The account reported the intraocular lens was successfully removed and replaced on the same surgery day. Reason stated was the patient needed a different power of lens.